Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead it was difficult to place the lead due to patient anatomy, the lead kept "slipping" up the septum. There were small r-waves throughout the procedure. After the lead was attached to the device loss of capture was noted and fluoro showed that the lead had dislodged. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.